Event description:
According to the rptr, a customer was purchasing a package of syringes when the customer noted the package had been opened. The customer purchased a different bag of syringes. After examining the package, the rptr could find no evidence of the package being opened. An employee went to return the syringes to the shelf and was stuck by a needle. According to the rptr, one of the caps had separated from the syringe and exposed the needle. The rptr believes the customer may have stuck themselves on the exposed needle which is the source of the rptr's concern. The rptr has no means of contacting the customer since the customer does not regularly purchase supplies at this pharmacy.